Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that they found a mask size 4 with label 5. The alleged defect was encountered prior to patient use.